Event description:
Blood glucose results of "237mg/dl , 378 mg/dl and 198mg/dl" with a lifescan meter, performed within 15 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.